Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative. They stated that they were called to check the ins. They asked the provider regarding the cardioversion make and model and they did not know the answers. They stated that most information was not given and they only wanted to know the ins status. The ins location was on the left buttock. They were not able to read the ins in the hospital after the cardio version.

Event description:
Information was received from a health care provider regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call is the pt needs MRI done. The caller states today they went to put right ins into MRI mode and it showed 'almost end of life' but caller was able to access MRI mode. The caller went to put left side ins in MRI mode and noted that it displayed service code 323. The caller pressed 'ok' but could not get into MRI mode, it just kept attempting to connect to ins. Agent asked if the pt had recent cardioversion and the caller said yes, the pt had a cardioversion yesterday that was not successful per caller. Agent asked if the caller knew if the ins(s) had been properly programmed for cardioversion prior to the procedure and the caller did not know. Agent provided case number and redirected to the national answering service per the request of the caller. Agent advised not scanning the pt at this time. A manufacturer representative (rep) called in rep planned to meet with the patient and attempt to interrogate the ins. The caller asked about potential scenarios if the patient's ins was damaged by a cardioversion. Technical services (tss) reviewed information. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.